Event description:
The customer alleged they received a questionable thyrotropin (tsh) result on their e411 analyzer. The customer stated there was no fibrin, bubbles, or clots in the samples and the tube was full. The sample was clear and there were no red cells on top. All the tests were performed on the same analyzer. The patient's initial tsh result was 0.024 uiu/ml accompanied by a data flag. The initial result was not reported outside the laboratory, because the customer though the result looked funny. The repeat results were 3.86 uiu/ml and 3.87 uiu/ml. The repeat results matched the patient's history and were considered correct. There was no affect to the patient. The tsh reagent lot number was 16909901 and the expiration date was 02/28/2013. The field service representative found that the sample wheel was misadjusted with relation to the sample/reagent probe. He adjusted the sample wheel 22 steps clockwise to center the probe. He ran performance testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.